Event description:
A plate implanted in 2001 for a humeral fracture broke post-operative. Pt was placed in a wrist-shoulder cast. Plate was noted as broken on an unk date and the plate was removed in 2001 and replaced.